Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs indicate that the system was able to take 2d images until 2016-06-07 14:40:57.703-00000. From that point forward, all attempts to take 2d images failed. Just prior to the error condition, there were several warnings specific to the frame grabber (fg) reported in the logs. Also, after the failure point, there were attempts to toggle the disable x-ray state via the pendant button.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate the reported issue. However, many errors related to the motion controllers were found. The gantry & the positioner firmware were reloaded. Invalidate home was also performed a few times. 2d & 3d were tested and passed without errors. The representative found that an issue in the motion controller firmware caused the system to behave as reported. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire 2d images. It was reported that when the user was holding down the fluoro button, the fluoro timer was counting up and the mobile view station (mvs) was beeping, but no images were being displayed on the monitor. The use of medtronic imaging and navigation was discontinued because of this issue. The procedure was completed successfully with the use of a c-arm after a delay of 10 minutes. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
(B)(6).